Event description:
Allegedly slightly over weight, full time worker, medium level activity. Allegedly charlotte slimline plate with interfrag screw implanted. Patient developed pseudo arthritis and non union. Plate broke through the third screw hole from the proximal end (round screw hole). Plate and screws removed, no further hardware inserted at this time.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be amended when the investigation is complete. This event occurred in another country.